Manufacturer narrative:
H3: product analysis confirmed the reported fault. Patient interface fault detected notification observed when trying to connect to the test console. Mainboard pcba found faulty. Batteries are more than 2 years old. Device received at the depot running on software v1.7.5. H6: previous codes b21 and c21 is no more applicable for patient interface. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the nim vital patient interface was not connecting. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cm01; product description: console nim4cm01 nim 4.0; serial number: unknown. H3: evaluation of the reported device patient interface was not completed at the time of this report. A follow up report will be sent when analysis is complete. H6: annex codes b21, c21 and img g02005 is applicable for nim vital patient interface. And b17, c20 and img g02030 is applicable for nim vital console. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: previous codes d16 is no more applicable for nim vital console and patient interface. Annex d code d02 is applicable for patient interface and d20 is applicable for console. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.